Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. A partial reset occurred on 2014-(B)(4).

Event description:
It was reported that an electrical reset occurred with the implantable pulse generator (ipg) during a routine follow-up visit. Stored data revealed that a device memory error was the cause of the reset. None of the device settings were changed as a result of the reset. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.